Manufacturer narrative:
Batch review performed on 29 february 2024. Lot 2212207: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-08-16. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved in the event: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2243585 : (B)(4) items manufactured and released on 16-dec-2022. Expiration date: 2027-11-30. No anomalies found related to the problem. To date, 24 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2023. The patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully. Presently, on 27 february 2024, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully.